Manufacturer narrative:
H2: additional information: see a1-a4. H3: a manufacturer representative went to the site to service the system. It was discovered the right side tracker measured 1.315 average error which was 0.066 millimeters beyond optimum spec of 1.249 millimeters. The navigation was calibrated and the final verification result for right side was 0.351 mm. It left side tracker tested in spec. A system checkout was then completed and showed the system was functioning as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information has been requested. An in-house biomedical engineer went to the site to perform a system check out and they found the system functioned as intended. The engineer conducted navigation testing on both sides with no discrepancies found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a t10-l3 fusion. It was reported that after screws were implanted on left l2 and l3, they were found to be 4mm lateral. After taking a spin, the site verified their accuracy with the passive planar probe. The site rigidly affixed the reference frame with a spinous process clamp. However, the site was draping their patient reference frame and were using metal instruments. The site proceeded with a spin from a different imaging system. There was no patient harm and the procedure was delayed over an hour.